Manufacturer narrative:
This incident occurred outside the u.s. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The pt reported insulin leaked on the infusion set headset adhesive. On (B)(6) 2011 his blood glucose measured 19.5 mmol/l (351 mg/dl) at 12:00 pm and 22.9 mmol/l (412 mg/dl) at night. On (B)(6) 2011 his blood glucose ranged from 9.9-19.5 mmol/l (178-351 mg/dl) and that evening he noticed the adhesive was wet. He had been taking extra boluses, but suspects the insulin did not go into his body. He changed the infusion set immediately and his blood glucose decreased. His normal blood glucose level is 9 mmol/l (162 mg/dl). He also reported frequent occlusion errors. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The alleged product was discarded. No product will be returned for eval.